Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarm failure which was reproduced during evaluation when the device failed to detect an upstream occlusion within the required amount of time during occlusion testing. During the evaluation, it was observed that the upstream sensor had cracks on the ultrasonic sensor tail pins, which were determined to be the cause. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect and display the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.